Event description:
As reported by the study, 376 days after pci, the patient developed angina. Angiography revealed 99% diffuse focal in-stent restenosis distal to the previously implanted stent in the 1st diagonal. It was treated with a 2.5x18mm cypher select plus stent with good final result

Manufacturer narrative:
This patient presented to the cardiac catheterization unit with unstable angina (troponin negative or unknown) as the primary indication for intervention, >50% left ventricle ejection fraction (lvef) and 2-vessel disease was found. Preprocedure ck and ck-mb cardiac enzymes were within normal limits. Preprocedure medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel an unfractionated heparin. Pci was performed on a 90% diffuse in-stent restenotic lesion (after liberate stent) of 25mm in length in a 2.5 mm vessel diameter with moderate tortuousity of the proximal segment and at a bifurcation requiring double guidewires. The (b2) eccentric lesion was characterized with little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.5x20mm balloon at 20 atm before a 2.5x23mm cypher select plus stent was deployed at 12 atm with satisfactory result. Final kissing balloon was performed with a 2.5x15mm balloon at 16 atm. The residual diameter stenosis measured 0%. Pre and post-procedure timi flows were ii and iii, respectively. Post-procedure ck and ck-mb were within normal limits at the 6 to 24 hour interval. The patient was discharged on the same day. During the 1-month and 6-month follow-up intervals, the patient was asymptomatic. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.